Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated alert 38 indicating a motor stall, which was verified in device history and addressed by restarting the pump; insulin delivery through the tubing was confirmed by visible drops, and the alert did not recur. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a consecutive motor stall, with supplies functioning as expected after restart. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.